Event description:
The customer reported that all of their central nurse's station (cns's) and remote nurse's station (rns's) are experiencing intermittent communication loss. The customer also reported that their cns's display a "time has changed" error. No harm or injury was reported.

Manufacturer narrative:
The customer reported that all of their central nurse's station (cns's) and remote nurse's station (rns's) are experiencing intermittent communication loss. The customer also reported that their cns's display a "time has changed" error. No harm or injury was reported. Additional model information: the following device was used in conjunction with the mentioned cns's and rns's: model: a/cgs-9002, s/n: (B)(4).